Manufacturer narrative:
Two (2) leads were implanted and reportedly migrated. Below is the device information for the second lead: product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878, catalog#: 3043, serial/lot #: (B)(6), UDI#: (B)(4), manufacture date: 21apr2023, expiration date: 20apr2025.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. The implanted leads were reported to have migrated. A revision procedure was completed and therapy was restored.